Event description:
The following was reported: the image is lost suddenly during use while the fan continues to operate. About 5-10 seconds later, the device automatically restarts, but the menu becomes frozen and inaccessible this issue has been repeated multiple times during medical procedures, sometimes after just 5-10 minutes, and other times after 2-3 hours of operation. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "the image is lost suddenly during use" could be confirmed. The root cause can be attributed to a random component malfunction. The IFU is stating this "failure of products" clearly in section 3.8, page 10, see labeling review for reference. The above investigations did not reveal a root cause related to the labelling, or the device history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).